Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood and body fluid were present around the helix. Visual inspection also found a bent stylet returned inserted in the lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure once the physician placed this right atrial (ra) lead only the tip of the helix would deploy. The physician changed fixation tools and used different stylets, however the helix would still not advance. The lead was removed from the patient¿s body and another attempt to advance the helix was made without success. Thus this lead was attempted and not implanted. No adverse patient effects were reported.